Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. In addition, minor fiber breakage, light guide connector loose, distal edge dents on objective frame, and cracked video connector were found during the evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failed light transmission caused no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the rigid video scope had no image. There was no error message. The issue occurred during a laparoscopic cholecystectomy procedure and was completed using a similar device. There was no delay or report of patient harm.